Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed.

Manufacturer narrative:
H3 other text : service by third party service center.